Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a broken pulse wire inside the cable connecting distribution node (dn) and the rear therapy electrode (te). The cause for the test failures is the damaged pulse wire. The root cause for the damaged pulse wire cannot be positively identified. No adverse event resulted from the damaged pulse wire. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.